Event description:
Event details: I would like a refund. I am willing to send the remaining three tests back. I used this test and tested negative only to go to work and test positive with my employers covid test. These do not work!

Manufacturer narrative:
1) from the event details, customer has not indicated that she had a pcr confirmation of her covid diagnosis from event details. 2) on 9/17/2024 and 9/20/2024, ihealth customer service reached out to the customer by email and asked for the following information: photos of the outer box (the carton) and the front and back of the individual test kit packaging box. (I'm looking for the upc and lot number) the date and time of your suspected false negative. Any follow up pcr test results? The types of tests those were, the dates and times those tests were taken and results received. Where you purchased the test from, and if you have an order number and contact information for that purchase. 3) customer has not replied to any information.no lot number was provided. Unable to effectively verify and confirm customer feedback.